Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath. Upon removal from the packaging, the neuron max was found kinked and was not used. The procedure successfully continued using a new neuron max.

Manufacturer narrative:
Result: the neuron max was kinked approximately 12.0 cm and 53.0 cm from the hub; ovalized 36.0 cm from the hub; damaged at the distal tip. Conclusion: the complaint has been evaluated. The initial complaint indicated that the neuron max was kinked in the distal end upon opening. Evaluation of the returned device revealed kinks, an ovalization, and a fracture along the length of the catheter. This damage likely occurred due to improper packaging of the device prior to returning it to penumbra for evaluation. Due to extensive damage, it was not possible to determine the root cause of the original complaint. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.